Event description:
Customer's father reported button error alarm. Customer also reported that his insulin pump's screen is scrolling. Troubleshooting did not find any significant events leading to the alarm. Customer's father mentioned the buttons started sticking a few months ago. Customer is advised to disconnect from his insulin pump and revert to their back-up plan while a replacement insulin pump is being shipped. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to flattened all the buttons dome switch. No screen bars scrolling up noted. Insulin pump had minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.